Event description:
Customer reported a malfunction alarm with code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted in providing pump reset information, which resolved the issue since the malfunction code did not recur, allowing the customer to continue using the pump.